Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 failed and displayed device not detected on bus error. A field service engineer found that drawer 2 had no power. Further, the engineer replaced faulty t board, disconnected drawer 2.1 from retractor band, replaced drawer 2.1 module controller board, rebooted the station and configured the storage space to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not detected on bus and drawer 2.1 and 2.2 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.